Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5173139.

Event description:
It was reported that patients spinal cord stimulation (scs) leads had high impedances. The patient underwent explant procedure and was doing well postoperatively. The explanted devices were discarded by facility.